Event description:
Report received from the USA stating that the attachment device's "bearings were rattling and the burrs were no seating correctly" and "the drill bit was in the attachment and gets stuck" during post steria cerebral fusion surgery. The reporter stated that there was a delay but a specific time was unknown. There was a long enough delay to get an identical attachment device for use. The surgery was completed successfully. There was no additional information provided.

Manufacturer narrative:
The attachment device has not been received for evaluation. If additional information is received, a supplemental report will be sent. Ref: (B)(4).